Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the cc sample syringe to resolve the issue. (B)(4).

Event description:
The customer reported obtaining cartridge chemistry (cc) calibration failures involving the unicel dxc 800 pro synchron system. The customer also stated that quality control (qc) results recovered out of range for magnesium (mg), lactate (lact), and cholesterol (chol). The customer proceeded to re-calibrate the mentioned chemistries and chol failed calibration. The customer then noticed a leak from the cc sample syringe which was contained inside the glass syringe behind the plunger. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event. There was no report of injury or direct exposure to the leak.